Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient developed pain and tenderness at the cannula site on (B)(6) 2026 with confusion, later showing redness, swelling, and a nodule. Oral cephalexin and then sulfamethoxazole/trimethoprim were prescribed, but the infection worsened, leading to cellulitis episodes and hospitalization on (B)(6) 2026, where the patient was treated with intravenous vancomycin. The patient was released from the hospital on (B)(6) 2026, improved, and discharged on oral sulfamethoxazole/trimethoprim; slight neutrophil elevation was noted, but no abscess was detected. The cellulitis was determined to be related to cannula insertion and site cleanliness rather than the medication dosing. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.